Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.

Event description:
This is report 1 of 2 for this complaint (B)(4).

Event description:
During a posterior lumbar level l4-5 procedure, the surgeon was doing the final tightening the universal spine system construct with a 10nm torque wrench and the ti collar broke in half. The surgeon removed the collar, the 7.0mm side opening screw, and the ti nut, which cold welded to the product. The surgeon selected another screw collar and nut and completed the procedure. A slight amount of time extended the procedure. This is report 1 of 2 for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was returned for a product development evaluation and the collar was split in half on one side. The results of the manufacturing evaluation indicate each process was carried out according to the engineering specifications and work instructions applicable to each department. Equivalent universal spine system (uss) collars from synthes european operations were made available for evaluation in order to rule out manufacturing as being part of the root cause. A product design evaluation was also conducted. This review focused on the interaction of the collar and nut with the mating instruments and their interaction with the side opening implants. A comprehensive review of the design was conducted by an independent industry expert. This review determined that the uss collar could be improved with changes to the way the drawing was specified and tolerances applied. These changes helped to make the part more tightly controlled, while keeping the collar fully within the design envelope. This refined process on new production equipment will mitigate the product design as a root cause for failure. Mechanical testing has shown that this collar is susceptible to fracture within the rod slot at the root of the grooves. Each groove acts as a stress riser within the part and is a likely place from which a crack will propagate. To mitigate this as a potential root cause for failure, the uss collar will be re-released to the u.s. Market. Testing has shown that this collar will not crack under high torsional loads. The overall analysis of the investigation indicated that no root cause could be found for the reported complaint. Several process improvements have been identified and implemented.